Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was not getting stimulation where needed. The unit hurts so bad sometimes when patient gets up or down. The stimulator does not work in the area needed in patient's lower back or leg. Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient reported "unit is not working" as in reference to her ins. Pt states she is not getting stimulation and that her setting won't come on. Patient haven't had stimulation for 2 months. During the call the call agent understood patient to come off stating this is the 3rd time her device may be over-discharged and that she was supposed to see a representative. Patient does not remember rep's name and when her appointment is. On (B)(6), patient stated she got a call from someone but she is not sure who it was. Patient stated she had an appointment with the rep today but she could not make it because she had another appointment. Event date could not be collected. No further complications were reported/anticipated. Additional information was received from the consumer (B)(6) 2019. It was reported that the patient¿s device is bother her really bad and the unit in her feels like it is on fire, it feels like it is burning her really badly. The patient also described difficulty walking. The patient reported she is going to physical therapy and they are trying to help her walk again, it is getting worse and worse. The patient was redirected to their healthcare provider (hcp). Additional information reported that the patient had an appointment to see with the manufacturer representative (rep) (B)(6) 2019. No further complications were reported/anticipated.